Event description:
New information notes that on (B)(6) 2016, the lead was capped and abandoned.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the non-dependent patient presented to the hospital when the patient heard her notifier go off and felt a thumping feeling in her chest. Upon checking the device, it was noted that there was a polarity switch on the ventricular lead due to low, out of range lead impedance. Noise was not reproducible with isometrics. In addition, it was noted that about six months ago noise was noted on the ventricular lead, and at that time programming changes were made. Insulation breach was suspected. Programming changes were made. The patient may be scheduled for a lead revision.